Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm. It was reported that a CT discovered that there was an occlusion in the left contralateral limb. It was later determined that the limb was not occluded but that the right ipsilateral limb was reportedly compressing the left contralateral limb at the small distal aortic bifurcation. The compression was determined to be causing sluggish flow when an angiogram was performed. The physician elected to deploy two 9 mm balloon expandable kissing stents inside both endurant limbs and achieved equal flow within the lumens. The patient was stable and discharged the following day and the event was resolved. The physician stated that the cause of the event was anatomy related; specifically, the native aortic bifurcation measured 17mm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.